Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the system would intermittently freeze, reboot, and locked up. There is no report of injury or death associated with this event.